Event description:
It was initially reported that a clinical study patient was experiencing "stimulation spread" related to the implant procedure and the stimulation. Additional information was received that the treatment was modified for the patient. Further information was received that the stimulation was being spread outside of the vagal nerve resulting in side effects of muscle spasms to the patient's face, neck, and abdomen during stimulation, confirmed with an electromyography test. The patient's lead was revised and the vns was switched back on with no adverse events. Information was received from the clinical trial site that the cause of the stimulation spread to other parts of the body causing muscle spasms was related to patient physiology. Intervention taken for the stimulation spread/muscle spasms was noted to be that the lead was explanted and replaced, with the electrode still attached to the nerve (lead was cut). It was stated the intervention was taken to enable patient to benefit from the device without discomfort. Diagnostics prior to the revision were stated to be within normal limits, as well as after the revision. Per the reconciliation report received for the clinical study, the muscle spasms were stated to be caused directly by the implant procedure and stimulation. As the reconciliation report information was received after the information from the clinical site, the muscle spasms will be concluded to be due to surgery and stimulation. No additional relevant information has been received to date.

Event description:
Additional information was received where an updated start date was provided for the reported event.

Manufacturer narrative:
Suspect medical device, sections 1, 2, 4, 6, 7: corrected data; lead information known and inadvertently not included in initial MDR submission.